Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was defective u15, u16, u17 and u18 components defibrillator pca. The root cause for the defective components was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.